Manufacturer narrative:
Investigation summary: customer returned several images of shelf cartons of 0.5ml, 30 gauge, 8mm syringes from lot: 1109014. One shelf carton features the lot number printed on the incorrect surface. A review of the device history record was completed for batch#: 1109014. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of a shelf carton printing defect. Root cause for this defect cannot be determined.

Event description:
It was reported that there is missing information on label of bd ultra-fine¿ ii short needle insulin syringe. The following information was provided by the initial reporter: vendor lot not clear - 3 box=300ea.